Event description:
At issue is the low air loss function on the new versacare beds with the upgraded p500 air system. The blowers on the beds have failed resulting in the loss of air within the mattresses. In one case the event occurred with an ICU patient who was on multiple pressors. The bed was able to be exchanged without harm to the patient. Other beds are used on patients who are at high risk of developing pressure ulcers, thereby compromising the ability of providing them with a pressure relief device/bed.====================== health professional's impression======================the failure of the blowers have resulted in the loss of air within the mattresses.====================== manufacturer response for beds with pressure relieving mattresses, versacare low air loss systems & p500 low air loss systems======================the blower issue was found & now hill-rom(hr) tests each blower before shipping to ensure it's okay. Hr has agreed to make a bed round through each patient room in each nursing unit 3x/week searching for beds that require a replacement blower. Of the beds that have had the blowers replaced, one of them is a repeat failure/offender - it failed a second time after having one of the newest blowers installed.